Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and customer was alleging the insulin pump of under delivery of insulin. The customer¿s blood glucose level was 445 mg/dl. The customer¿s current blood glucose level is 249 mg/dl. The customer was treated by syringe. Customer experienced irritation at skin, arm, abdomen, blood spots. Customer was alleging insulin pump because high blood glucose was high than normal. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer's skin had itchiness, redness, sore and bleeding at site. Customer stated that not received medical treatment for sue issue. Troubleshooting was performed fir air bubbles and bent cannula. Approximate size of air bubbles was small air at the tubing close to the reservoir. Insulin exited at quick release and tubing was cracked. The insulin pump and reservoir will not be returned for analysis.